Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0019948v, implanted: (B)(6) 2001, product type: lead. Product ID 3487a, lot# *uk6089087, implanted: (B)(6) 2000, product type: lead. Product ID 3487a-33, lot# l71192, implanted: (B)(6) 2000, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that they had quite a few problems which their doctor fixed. The patient noted that the doctor said they screwed a wire too tight and another wire was frayed or something, and the doctor might have screwed that one too tight too. The patient noted that they were very ill not related to the device or therapy and had lost 50 pounds. The patient couldn¿t sit back or lean back because there is a giant knot full of wires coming out of the back and causing more pain than anything. The patient would like the knot taken out. The knot was always there but the really bad pain started when they got sick and lost weight. The patient had bad posture because of it. The implantable neurostimulator (ins) was also not working for years. The patient didn¿t know what was wrong but they got lots of shocks and jolts from it. The last time the patient felt a shock they stopped using the ins. The patient was not able to lean back comfortably. The ins was indicated for other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.